Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments. The helix was retracted and there was dried blood/tissue within the helix housing. Detailed analysis confirmed that the anode and cathode conductor coil observed a bend on the lead approximately 277-282 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.